Event description:
It was reported the device was used during an unknown procedure. It was reported that hp052 was getting no juice and is running very slow. Another handpiece was used to complete the case. There was no consequence to the pt.